Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09515, related manufacturer reference number: 2017865-2020-09519, related manufacturer reference number: 2017865-2020-09520. It was reported that the patient presented to the clinic. It was noted that the device pocket had drainage, and was later determined to be pocket erosion, with the device header visible. There was also possible site infection noted. The entire cardioverter defibrillator system was extracted, and replaced in a different location. The patient was in stable condition throughout and antibiotic therapy continued.

Manufacturer narrative:
Correction - b1 product problem should not have been checked, b5 additional related manufacturer reference number added, d10 additional concomitant product added.

Event description:
Related manufacturer reference number: 2017865-2020-09581.

Manufacturer narrative:
Correction: previous h10 should have said "correction - b1 product problem should not have been checked, b5 additional related manufacturer reference number added, d11 additional concomitant product added".